Event description:
It was reported that the programmer had a cracked screen and that it was overheating. It was further reported that the analyzer connected to the programmer generated a message "loss of communication, restart or end session if problem persists." Both the programmer and the analyzer were returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer had a cracked screen and that it was overheating. It was further reported that the analyzer connected to the programmer generated a message "loss of communication, restart or end session if problem persists." Both the programmer and the analyzer were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the screen was cracked but was unable to confirm the overheating or the message that it was losing communication with the analyzer. The display overlay was replaced and calibrated and the low voltage differential signal printed circuit board assembly was reseated. Analysis also found broken keyboard hinges and that the keyboard cover was missing, both were replaced along with the keyboard. Concomitant product: product ID 229047 software analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 229047 software analyzer. (B)(4).